Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had initial surgery in 2008 and had enhancement procedure on (B)(6) 2016. Patient presented on (B)(6) 2016 with epithelial in growth in both eyes. A brief description of the event says that ingrowth was more in left eye than right eye and appeared approximately 6 weeks after the flap lift enhancement in both eyes. It is significant in left eye inducing cylinder and reducing uncorrected visual acuity. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of blurred vision. Patient reported symptoms are not interfering with daily activities. It was noted a flap lift/epi removal next available day. Bcva from (B)(6) 2008: right eye pre-op 20/20 -3.50 x -.50 x 170. Left eye pre-op 20/20 -3.75 x -1.00 x 13. Bcva from (B)(6) 2016: right eye post-op 20/20 .00 x -.50 x 175. Left eye post-op 20/20 .75 x -2.00 x 17.